Event description:
This pt presented for mitral valve surgery with a history of coronary artery bypass surgery and bilateral pt internal mammary artery grafts and probable peripheral vascular disease. The surgeon weighed the risk of reopening the pt's chest with two patent ima grafts vs the risk of peripheral cannulation with suspected peripheral vascular disease. He decided to utilize retrograde perfusion. The endopulmonary vent and endocoronary sinus catheters, and the endoarterial return cannula were placed without incident and the guide wire for the endoaortic clamp catheter (eac) was passed uneventfully. Slight resistance to passage of the eac was encountered and the bifurcation of the aorta and a distal aortogram was performed. The sonogram was normal and the eac passed easity. A mitral valve replacement was performed. During atrial closure, a transient increase in line pressure was noted. The case proceeded and the eac balloon was deflated. A second transient increase in line pressure was noted. The surgeon removed the eac without decreasing arterial return flow. Following eac removal arterial return flow was adjusted. Changes were noted in ECG and the eeg. An aortogram was performed and an aortic dissection diagnosed. A median sternotomy was performed and the aortic arch was replaced, however, the pt expired on the operating room table.